Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test after installing new batteries. Customer does not recall any significant events leading to the error. Customer also indicated that she went to the hospital for high blood glucose but did not elaborate and did not provide blood glucose level regarding this. Customer's blood glucose was 306 mg/dl at the time of the battery issue. Troubleshooting was done but alarm could not be cleared after install of new batteries. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.